Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2017-00915 1. Section g. Box 1. Manufacturer contact email.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00914. The device was disposed by the hospital.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using ruby coils. During the procedure, the physician placed a non-penumbra diagnostic catheter in the target vessel, then advanced a lantern delivery microcatheter (lantern) through the diagnostic catheter. While deploying a ruby coil, the physician was not satisfied with the way the coil was forming inside the target vessel and decided to remove it for re-positioning. It was reported that the physician did not mention resistance while attempting to retract the ruby coil; however, the ruby coil unintentionally detached from its pusher assembly inside the lantern. Therefore, the physician removed the lantern containing the detached coil from the patient and used a wire to remove the coil from the lantern. The physician then reinserted the lantern into the patient¿s body. While attempting to advance a new ruby coil through the lantern, the physician experienced resistance and decided to retract the ruby coil; however, upon retraction, the ruby coil unintentionally detached within the microcatheter. Therefore, the physician removed the lantern containing the detached coil from the patient. The procedure was then completed using another microcatheter and additional ruby coils. There was no report of an adverse effect to the patient.